Event description:
Patient reported obtaining back-to-back tests results of 55 mg/dl and 139 mg/dl, while using the suspect device. Patient indicated that no action was taken based on the device results. No patient injury was reported. Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.